Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as MDR ID# 2134265-2012-06270. It was reported that post coronary stenting treatment procedure, patient death occurred. In (B)(6) 2010, the subject was referred for cardiac catheterization which revealed two target lesions. Target lesion #1 was 80% stenosed and located in the mid right coronary artery (rca). The lesion was 18mm long with a reference vessel diameter of 3.00mm and treated with direct stent placement using a 3.50 x 32 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. Target lesion #2 was 90% stenosed and located in the ramus. The lesion was 14mm long with a reference vessel diameter of 3.00 mm and treated with pre-dilatation and placement of a 3.00 x 16mm taxus liberte stent, with 0% residual stenosis. The subject was discharged on aspirin and prasugrel the following day. On unknown date, the subject died. The cause of death is unknown. No additional information is available at this time and the site has been queried to provide further details.